Event description:
It was reported that during a laparoscopic sigma procedure, there were incomplete staple lines. No further information available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4).